Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s discharge summary revealed the patient was diagnosed with peritonitis on (B)(6) 2025, after a peritoneal effluent fluid culture returned positive for pantoea (species not provided). The patient was treated with intraperitoneal (ip) ceftriaxone (dose, frequency, duration not provided) until (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., causality, follow-up culture, laboratory data) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler/cycler set and the serious adverse events of peritonitis which required antibiotic therapy. The etiology of the serious adverse events was not provided; therefore, causality cannot be established. However, the patient continued to utilize the same liberty select cycler/cycler set without any reported issues. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Pantoea bacteria is commonly found on plants, flowers (such as roses), fruits, and vegetables and also in the oral cavity and feces of humans and animals. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the limited information available, the patient¿s liberty select cycler/cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s discharge summary revealed the patient was diagnosed with peritonitis on (B)(6) 2025, after a peritoneal effluent fluid culture returned positive for pantoea (species not provided). The patient was treated with intraperitoneal (ip) ceftriaxone (dose, frequency, duration not provided) until (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., causality, follow-up culture, laboratory data) were unsuccessful.